Manufacturer narrative:
(B)(4). Batch # v9587j. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure that the first two firings with gold cartridges and staple line reinforcement the device fired as expected. On the third firing with a blue cartridge and no staple line reinforcement, the surgeon was pulse firing and it appeared that the device was pushing the tissue while firing. Once removed it was noticed that there were several formed staples bunched up at the end of the staple line. While attempting the fourth firing the device sounded as if something was wrong and it appeared to be pushing tissue. Device was reversed and removed from the patient. Another like device was used to continue with the procedure. Prior to removing the specimen, a leak test was performed, and no leaks were found. While removing the specimen it was noticed that there was a large hole where staples should have been. Surgeon then oversewed the corresponding area on the patient side to strengthen the staple line. A second leak test was then performed with no leaks detected. Surgeon then used vistaseal on the staple line. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 2/15/2022. D4: batch#: 546a45. H6: component code =g04. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with two gst60b reloads present. The reload (b) was received fully fired. The reload (c) was received partially fired 1/3. The device was tested for functionality in the straight position with the returned reload (c) and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. The partially fired is consistent with an incomplete or interrupted cycle. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.